Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced supraventricular tachycardia (svt). Anti-tachycardia pacing and shocks were provided. Boston scientific technical services noted the svt was correctly recognized by the device however, the device then paced which induced the patient into ventricular fibrillation. The arrhythmia was successfully converted. Boston scientific technical services discussed programming options. The device remains in service. No adverse patient effects were reported.